Event description:
A reporter called to submit a complaint about the spinal cord stimulator device. The reporter stated that he had the pain stimulator device from boston scientific and abbott on a trial basis and both failed. He said after the trial base failed, he became paralyzed, his pain tripled, and he has been home bound for 10 months. He said the first trial was done with boston scientific device on (B)(6) 2025. The second trial was done with abbott on (B)(6) 2025. He said a week after the second device trial, he became paralyzed. Both devices were not implanted; they were outside of his body to try their efficacy before they were implanted. The procedure was done by pain management surgeon. He said after these procedures, he lost sleep some days, he lost his appetite and as a result he lost weight. He said he has this procedure done since he has been suffering from a rare disease called crps (chronic regional pain syndrome). He said that device should not be used by doctors. He said it is a very dangerous device, and FDA should ban the device. Pt codes: 2517, 2607, 4569, 1997, 1994. Device code: 3023. Ref report: mw5183965.